Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she wanted the device removed because it was causing her pain and just didn¿t work. The patient stated she had a burning sensation and was told by her doctor that it was from the leads. It was unknown if there were any external factors that contributed to the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's device was not yet removed. No further information was reported.